Event description:
It was reported that the device is for repair. The customer returned the product for repair, and during physical inspection it was found that the downstream occlusion (dso) sensor was faulty due to downstream occlusion alarms and the pump was over delivering. There was unknown patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was not duplicated as there was no exact issue reported. The pump was found to be in good physical condition, and during flow accuracy testing the pump failed due to over delivery. The ehl was found to have a very high number of "high alarm displayed: downstream occlusion" reports that suggested a faulty downstream occlusion (dso) sensor. After investigation the results indicated a reportable malfunction due to the over delivery and a faulty dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative trimmed the expulsor and replaced the dso sensor.